Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the alarm cable assembly, motherboard and power supply. The cse performed extended self-testing on the device and all tests passed. Covidien reference: (B)(4).

Event description:
Covidien received information stating that while in use on a pt an 840 ventilator stopped cycling and went into an inoperable states. The pt was not harmed or injured as a result of the event.